Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The part and lot numbers are unknown; therefore the device history records are unable to be reviewed. The IFU warnings state "factors such as the patient¿s activity level, limited blood supply, insufficient quantity or quality of bone, active or latent infection and adherence to load bearing instructions may have an effect on the performance of the implant. The surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and metallurgical aspects of the surgical implants. Current information is insufficient to permit a valid conclusion about the cause of this event, however based on the information provided the surgeon commented the patient was most likely non-compliant and the surgeon also commented he feels that if more of the rib was plated the chances of the screws coming out in this active patient would be minimized. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of three or the same event; see also 0001032347-2016-00148 and 000149. Discarded.

Event description:
The sales associate reported a revision as a result of screws backing out. It was reported that the original rib plating was performed about a month ago; ribs 5, 6 and 7 were plated. The patient reportedly had an accident and ribs 4, 5, 6, 7, 8 and 9 were broken. It appeared as though the screws lifted out of the bone. The doctor removed the plates and screws and implanted new plates and several additional screws.